Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the customer was attempting to program a 3ml flush syringe, the pump was reading the 3ml syringe as a 1ml syringe and not allowing programming of volumes greater than 1ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of the syringe not recognized could not be confirmed from a log analysis. Laboratory tests were able to replicate the reported event of not recognizing a bd 3ml syringe. A calibration test of the syringe module was performed through alaris¿ system maintenance (asm) so that the syringes could be detected correctly in the device. Syringe detection test was performed again, and it was observed that the syringes were now being detected correctly. No log errors were found in the device error logs related to the reported event. No records were found in the event log for syringe module 8110 on the day mentioned by the facility, therefore a review of the logs could not be performed. The external and internal inspection process did not find any issues or anomalies that may have been a contributing factor for the reported issue. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of syringe not recognized could not be definitively determined, because on the day of the event reported by the facility, no records were found in relation to what was reported. However, device testing replicated a similar event of not recognizing the bd 3ml syringe with the issue corrected with recalibration of the syringe module.

Event description:
It was reported that when the customer was attempting to program a 3ml flush syringe, the pump was reading the 3ml syringe as a 1ml syringe and not allowing programming of volumes greater than 1ml. There was patient involvement but no harm.